Event description:
The customer contact reported a delay of critical therapy during an alarm condition. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of levophed. No specific pump programming parameters were provided. The customer contact reported that after approximately two hours after the delivery was started, the pump alarmed for "pump failure". The patient's blood pressure decreased to an unspecified level. The pump was removed from clinical service. Therapy was resumed using a replacement pump. During testing at the user facility, the pump alarmed for 0400 (transducer pegged low error). Multiple unsuccessful attempts have been made to obtain additional information including specific patient information, pump programming parameters, if medical interventions required and patient outcome.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).